Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facebook that the patient was put on brilinta and baby aspirin and is now on placid and baby aspirin. The patient believes the reason the physician put her on a blood thinner and aspirin even though she had the watchman procedure is because she also had a stroke. It is unclear when the stroke occurred. Boston scientific has requested additional information, but no further information has been provided at this time.